Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: slice on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged charged couple device. A definitive root cause could not be identified for the slice on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark image, and it could not get focus when it is tested. The issue was identified during preparation of an unknown procedure. There were no reports of patient harm.